Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a baxter employed health professional from india of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. During a call with baxter india technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection and fortum injection . The outcome was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.